Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-mar-07. It was reported that the catheter was linked just distal to the anchor and the existing catheter was removed. The hcp implanted a new catheter on (B)(6) 2019 and good csf flow was determined with pull back at cap prior to the incisions being closed. An image of the explanted catheter showed a bend in the catheter near the anchor.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2019 regarding a patient receiving dilaudid (1 .0mg/ml at 0.0575mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. The patient's medical history included a history of bilateral knee replacements and chronic back pain. It was reported that the patient had a total knee replacement on (B)(6) 2019 and had been doing physical therapy. About three weeks ago (relative to the date of report) the patient had a new therapist that had him in a position where he felt a pop in his back and pain. Since that episode, the patient had a decrease in pain therapy/relief with the pump. The patient reported no withdrawal symptoms, and the patient got more relief in certain positions. A dye study was performed on (B)(6) 2019 and dye was seen at the tip of the catheter with no obvious leaks seen in the catheter. When flushing the catheter, the healthcare provider (hcp) said he had to push harder than normal for the flush to go through. The hcp believed there was a kink in the catheter. An x-ray showed that the catheter tip was located at t11 and the anchor was visualized with no obvious kinks seen. The patient was scheduled for a catheter revision to explore where the kink was. The issue was not resolved at the time of report. Surgical intervention had not occurred but was scheduled for (B)(6) 2019 at 07:30. The patient's status was alive - no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the catheter identified a kink in the catheter body and a user related hole in the catheter body. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.